Event description:
Patient stated that, she had ivc filter implanted in her since 2003. In 2015, she discovered that it had perforated, tilted and embedded in the vena cava, causing her extreme pain and bleeding. The pain actually started in (B)(6) of this year and has progressively worsened. She wants the filter removed and as such appealing to the FDA to get the manufacturer to be responsible for her medical bills, since her insurance has refused to cover the cost.